Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 15.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 41.5 cm proximal to the lead tip. Additionally, the conductor cable leading to the rv shock coil was found fractured 40 cm proximal to the lead tip, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The rv shock coil was found deformed and the fixation helix bent, these deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to shock impedance increase.